Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that assembly fixture m12-o was damaged. This was discovered before use. The following information was provided by the initial reporter: material no. 515082 batch no. Unknown it was reported that the assembly fixture was uncentered.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that assembly fixture m12-o was damaged. This was discovered before use. The following information was provided by the initial reporter: material no. 515082 batch no. Unknown. It was reported that the assembly fixture was uncentered.